Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, 80% stenosed lesion in the anterior tibial artery and popliteal artery. A 2.0x120mm/150cm armada 14 balloon dilatation catheter (bdc) was advanced to the target lesion with resistance from the anatomy and inflated one time to nominal pressure of 8 atmospheres (atm) when the balloon ruptured. The bdc was removed without issue. There was no reported adverse patient effect and no clinically significant delays in the procedure. A new 2.0x200mm armada was used to successfully complete the procedure. No additional information was provided.